Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance once and experienced low blood glucose in the past with blood glucose of 40 to 50 mg/dl at the time of the one of the incidents. The customer was given soda and food to treat. The customer experienced symptoms such as loss of consciousness and a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer no longer has the pump in question. The insulin pump will not be returned for analysis.